Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit was alarming during system boot up. There was no harm reported to the patient.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) iabp alarming upon system boot up. A getinge field service engineer evaluated the unit and successfully powered up the unit without an alarm or error message. 30psi transducer were found to be out of calibration. Unable to calibrate shuttle transducer. Several critical pneumatic failures logged (fault code # 124 & 58). The pim was removed and blood contamination was found throughout the assembly including the safety disk and shuttle transducer. A new pim & safety disk was installed.a missing IV pole was replaced and installed on the hospital cart. Then fse performed complete pm with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use. There was a patient involvement. The defective components were received for further investigation. The failure analysis and testing dept. Received with a reported unit failure of blood contamination. Due to the internal blood contamination fat will not test and investigate this part. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.